Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic presented remotely via merlin.net. The transmission revealed that the right atrial lead exhibited noise, multiple auto mode switch episodes and low impedance. No intervention was performed.